Event description:
A malfunction was reported with the pump, which was displaying malfunction code 12. The issue's impact on the customer's blood glucose level was unknown or not disclosed. Technical support provided information on resetting the pump, but the malfunction persisted, leading to a decision to replace the pump. The customer planned to use multiple daily injections as backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and provided instructions for returning the faulty pump, which the customer agreed to follow.